Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The data presented a rotational sensor error, causing the priming sequence to end earlier than expected. The device was reset and rerun, and the rerun data presented no anomalies. The cause of the rotational sensor malfunction could not be conclusively determined. The rotational sensor error resulted in the needle's failure to deploy. Excessive flash was observed on the commutator cap. It could not be conclusively determined if this caused the rotational sensor error.